Event description:
The cadd solis pump (B)(4) was being used to deliver ropivacaine and hydromorphone via epidural to this non-verbal, developmentally delayed patient. Initially the epidural seemed to be providing adequate pain control per anesthesia. However, overnight (after a cassette change) the patient seemed more agitated and uncomfortable. The cadd was ultimately discontinued. When the nurse was discarding the pump and accounting for the waste it was noticed that the volume remaining in the pump was much larger than it should have been. The pump is clear that the pump malfunctioned and did not deliver the intended medication. This has happened several times over the last few months to many different patients. As an institution, we have contacted the manufacturer regarding this malfunction. (B)(4) informed us that this was an issue they have previously encountered at other institutions that use their pumps. Apparently, there is an incorrect way to "attach" the cassette to the pump in which the nurse (or whoever is attaching the cassette) believes that it is properly attached. The latch will even close and lock, when the cassette is incorrectly attached in this one specific manner. The pump will appear to the user that it is infusing when it indeed is not actually delivering medication to the patient. This was discussed at several committee meetings throughout our institution and we are re-educating the staff how to properly attach the cassette to the cadd solis pump. Dates of use: 5 years.